Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. Blood glucose level of the customer was about 54 mg/dl. The customer's current blood glucose level was 182 mg/dl the customer ate the candy and blood glucose level was raised. The customer was assisted with the troubleshooting. The customer also reported that the insulin pump had a power loss alarm. The insulin pump will not be returned for the analysis.